Event description:
It was reported that the device went into back-up following the cybersecurity upgrade. The device was not implanted and a different device was used. There were no adverse consequences due to the event.

Manufacturer narrative:
The reported event of reset was confirmed. The device reset during device security upgrade in the field. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and the device¿s function was normal. A device security upgrade was performed successfully in the laboratory.